Event description:
A medtronic representative reported that, while in a spinal fusion procedure, that one of the spheres on the spine reference frame would never turn green throughout the procedure. They swapped spheres which did resolve the issue. The first spin for the procedure was accurate and normal. When they performed a second spin, it was inaccurate by approximately 1 centimeter. In trouble-shooting, the medtronic representative noted that after the spin, the surgeon put retractors back on the patient's skin and may have caused movement before accuracy was checked. They swapped out reference frames, took another spin, which was deemed accurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
As previously reported, there was no fault found with the navigation equipment. The most likely cause was user technique. The instructions for use (IFU) that accompanies the device contains the following warning regarding frame movement, "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister." There were no further issues reported on the system.

Manufacturer narrative:
On 05/20/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.no further issues have been reported.